Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. There is no indication the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse indicated there were no hardware performance issues. System parameters such as quality control (qc), and precision were performing within assay and instrument specifications. In conclusion, the cause of the non-reproducible access accutni+3 results cannot be determined with the information provided.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results in association with the access 2 immunoassay system serial number (B)(4) for two (2) patients. The first patient (designated as patient one (1)) was reanalyzed on the same access 2 immunoassay system three (3) times and lower results, within the assay's normal reference range were obtained. The sample from the second patient (designated as patient two (2)) was reanalyzed on the same access 2 immunoassay system three (3) times and lower results, above the assay's normal reference range were obtained. Refer to the attached patient data summary table for details. The elevated access accutni+3 results were released from the laboratory. The customer stated there was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. Quality control (qc), calibration, system check, and precision were performing within assay and instrument specifications. The samples were centrifuged for four (4) minutes at 6000 rpm (revolutions per minute) and room temperature. No sample integrity issues were reported by the customer. A beckman coulter (bec) field service engineer was dispatched to assess the instrument's performance.